Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: summary: the image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee the image provided is complete, accurate or lacks alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation showed the following: one radiographic jpeg image available for evaluation. Annotations on the image were completed before submission to gore. No name, date, or demographics on the image. Image appears to show flow in the distal right renal artery. A stent is drawn on the image in the proximal rra. However, a real stent is not visualized in the rra. The image provided does not confirm if the rra is fully patent or not. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. Because the patient proximal neck was short, the trunk device was implanted from a position that covered the right renal artery. The procedure was completed without any endoleaks. On (B)(6) 2025, contrast-enhanced CT examination showed no decreased blood flow to the right renal artery. There was also no decrease in renal function. However, the physician decided to perform a reintervention just in case. On (B)(6) 2025, a reintervention was performed. On intraoperative angiography the right renal artery was not visible. As a treatment, a bare stent was placed in the right renal artery. After the stent placement, the blood flow to the right renal artery was recovered, and the procedure was completed.